Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The trek rx device referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, heavily calcified, 90% stenosed, proximal circumflex coronary artery. The 2.5x18 mm xience xpedition stent delivery system (sds) failed to cross the target lesion due to the anatomy. The sds was removed without issue and a 2.5x12 mm trek balloon dilatation catheter (bdc), was attempted to be advanced for pre-dilatation; however, it also failed to cross due to the anatomy. Force was used to push the bdc and the proximal shaft separated. The separated portion was removed by hand. An attempt was made again to advance the 2.5x18 sds, the sds failed to cross and the proximal shaft separated. The separated portion was removed by hand. The procedure was discontinued. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that xience xpedition everolimus eluting coronary stent system instructions for use (IFU)states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the un-deployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent re-insertion of the stent delivery system (sds), as it is likely that as the sds was advanced, resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Manipulation and/or inadvertent mishandling of the device as the sds was removed from the anatomy and re-inserted a second time ultimately resulted in the reported shaft detachment. There is no indication of a product quality issue.